Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Serial number: unknown/ not provided catalog number: unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. UDI number: unknown, as product serial number was not provided. If implanted, give date: unknown / not provided. If explanted, give date: unknown / not provided. Initial telephone number: (B)(6). PMA/510(k)#: unknown, as the serial number was not provided. The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as serial number has not been provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was deployed, there was a small piece of plastic in the anterior chamber. Through follow-up, it was learned that the event date is unknown. The piece was removed with small forceps and postoperatively the findings were regular. No further information is available.